Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead dislodged shortly after implant. The pocket was reopened and the lead was successfully repositioned. No additional adverse patient effects were reported.